Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii delivery device could not be removed from the loading device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no sign of clinical usage and no evidence of blood. Visual inspection determined that the delivery device was returned outside the loading device. The tension spring assembly, the anchor tab and the seal were inside of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the rec'd condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).